Manufacturer narrative:
Since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.

Event description:
It was reported that during a surgical procedure at the user facility the foot was found to be bent on the duraguard. The procedure was completed successfully without delay; no adverse consequences or medical intervention were reported.